Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the nurse programmed a delayed infusion, then changed the callback to none. The norepinephrine infusion restarted on its own. The medication should have been titrated prior to starting. Their callback configuration is set at before and after. Since the nurse had changed it at the bedside there were no alarms alerting her to the restart of the medication. The customer request/complaint is that the nurse should not be able to change this at the bedside. There was patient involvement but no harm.